Event description:
I am a type 1 diabetic and use dexcom g7 continuous glucose monitor for insulin treatment. Since switching to the product I have experience multiple sensor failures and issues which required intervention to prevent overdose of insulin due to inaccurate or missing readings. The product does not seem ready for the market.